Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_1098 - triclip japan pas, patient site (B)(6) - (B)(4). It was reported that on (B)(6) 2026, a triclip procedure was performed to treat tricuspid regurgitation (tr) with a grade of 5. Three clips were successfully implanted, reducing tr to a grade of 3. On (B)(6) 2026, it was observed that one of the implanted clips had detached from the septal leaflet and remained attached to the other leaflet (single leaflet device attachment/slda). Tissue damage was noted.